Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a supraumbilical hernia. It was reported that after implant, the patient experienced chronically infected mesh, discharge, fistula, and hernia recurrence. Post-operative treatment included revision surgeries, hernia repair with sutures, removal of mesh due to fistula, drainage from incision, and excision of midline abdominal chronic sinus tract.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a supraumbilical hernia. It was reported that after implant, the patient experienced chronically infected mesh, drainage from incision, fistula, and hernia. Post-operative treatment included hernia repair with sutures, removal of mesh due to fistula, and excision of midline abdominal chronic sinus tract.